Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number 20180055 on 08nov2024. The report was found to be written against the 60-6085-201a, medium, uterine manipulator. The date of the procedure was on (B)(6) 2024. The report states ¿vcare came apart during procedure while removing uterus from vagina.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. Furthermore, the reporter information is not known and assessment cannot be completed. This report is being raised on the reported injury due to possibility of the patient retaining a foreign body.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 46 complaints, regarding 50 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number: (B)(4) on 08nov2024. The report was found to be written against the 60-6085-201a, medium, uterine manipulator. The date of the procedure was on (B)(6) 2024. The report states ¿vcare came apart during procedure while removing uterus from vagina.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. Furthermore, the reporter information is not known and assessment cannot be completed. This report is being raised on the reported injury due to possibility of the patient retaining a foreign body.